Event description:
The patient's tubing had become disconnected. It was reported that the care giver (cg) did not have any gloves at the time they reconnected the home patient (hp) to the home choice (hc). The care giver (cg) would try to contact the peritoneal dialysis registered nurse (rn). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error - breach in aseptic technique during dwell four, where the care giver (cg) did not use gloves when reconnecting the home patient (hp) to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user to use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler. The patient guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.